Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too much, and the battery doesn¿t hold a charge long enough. The patient stated they charge every day for 5.5 to 6 hours, and if they don¿t charge it daily, the ins dies. The patient stated they charged to full yesterday, and they checked it today and it is dead. The patient stated they met with their healthcare professional (hcp) and they told the patient, ¿that¿s not right, the patient shouldn¿t be having to charge so much and so frequently.¿ the patient wanted to meet with a manufacturer¿s representative (rep) so they could check the leads, but that was never done. The patient mentioned they met with a rep once for reprogramming and the rep set it so the patient wouldn¿t feel the tingle. The patient stated the rep told them that they would have to charge more frequently. The patient stated they need stimulation on at 7.0 for it to be effective at all. Charging expectations with hd settings were reviewed with the patient. The patient mentioned pain around the ins site. The patient stated it hurts while charging, after they charge, it didn¿t matter. The patient said at first, they thought it was because they were healing from surgery. The symptoms started around (B)(6) 2017. The patient was redirected to their hcp. No further complications were reported.